Manufacturer narrative:
After further review MFR#2916837-2021-00001 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facscelesta¿ flow cytometer waste leakage occurred outside of instrument. Patient impact was not reported. The following information was provided by the initial reporter: the customer reports that the sit is dripping. As per the checklist from the case : 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? No. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? After waste line. 6) was the waste mixed with decontamination/ bleach? No. 7) was the customer/ bd personnel physically in contact with the fluid? No¿.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscelesta¿ flow cytometer waste leakage occurred outside of instrument. Patient impact was not reported. The following information was provided by the initial reporter: the customer reports that the sit is dripping. As per the checklist from the case: was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/ bleach? No. Was the customer/ bd personnel physically in contact with the fluid? No.